Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire and pipeline were found inside distal segment of the catheter. For further investigation, the pipeline flex delivery system was removed from the catheter lumen with resistance. A significant amount of blood was found inside catheter lumen. The pushwire appeared to be bent distally. The distal end of the pipeline was found not opened due to damaged braid. The proximal end of the pipeline was found fully opened with no damage to the braid. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total and working length of the catheter were measured to be within specifications. The catheter was found to be accordioned distally. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed. It is possible that the tortuous anatomy and the damage to the pushwire, braid and catheter may have contributed to the reported issues subsequently causing resistance during delivery and failure/incomplete to open at the distal end. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Pushing delivery wire without retracting the micro catheter at the same time will cause the open end braid to move distally in the vessel. This may cause damage to the braid or vessel. (B)(4). This event is also reported in MDR # 2029214-2015-00972.

Event description:
Medtronic (covidien) received report that two pipeline flex devices did not open completely during flow diversion procedure. The patient was being treated for an unruptured, giant, saccular aneurysm in the left cavernous internal carotid artery (ica). The patient had fibromuscular dysplasia and hence very tortuous anatomy from femoral up to cerebral vessels. The access devices were positioned and a pipeline flex (MDR # 2029214-2015-00971) was advanced smoothly up to the internal carotid artery (ica). The microcatheter was continuously flushed with heparinized saline drip. Resistance was experienced when advancing the pipeline flex through the clinoid/ophthalmic ica, then even more resistance was experienced when advancing into the mca. The tip wire and distal section of the pipeline flex were deployed into the communicating segment through a combination of unsheathing and pushing. The pipeline flex was not flaring well distally. The whole system was brought back and the pipeline flex was further deployed, but was still not opening as expected. Tension in the system was adjusted. The pipeline flex was resheathed in an attempt to move ptfe flaps, then re-deployed. The appearance was still not acceptable. The pushwire was increasingly difficult to move. The pipeline flex was resheathed and removed from the patient. A new pipeline flex (MDR # 2029214-2015-00972) was attempted. The physician changed strategies by deploying the pipeline flex in the ophthalmic/communicating ica instead of the mca, which had the highest amount of resistance during the previous attempt. At deployment, the pipeline flex did not open to its full diameter. The system was pulled back to the distal cavernous landing zone and further deployed. The appearance of the pipeline flex was still not satisfactory as there was a taper apparent. The pipeline flex was resheathed to the distal marker. The exposed tip coil was used to lead the microcatheter to the mca. The pipeline flex was re-deployed in the straight m1 segment. Distal flaring was much better; the pipeline flex was further deployed and dragged back to the landing zone. The pipeline flex fully opened and was placed in the desired location with good angiographic result. The patient is well and neurologically intact post-procedure.